Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, and fixed prime on the insulin pump. The customer's blood glucose level was 509 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. The customer stated that she able to do priming. No further information was reported.